Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving dilaudid (concentration 15 mg/ml, dose 4.074 mg/day), bupivacaine (concentration 15 mg/ml, dose 4.074 mg/day), and prialt/ziconotide (concentration 3 mg/ml, dose 0.8149 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient visited the hcp with withdrawal symptoms that started "2 weeks ago" including nausea and vomiting; at that time he was not feeling well and had 2 mris (magnetic resonance imaging) as well as a scope procedure. The rep read the pump and pump logs which didn't reveal any issues. 2 motor stalls and recoveries were recorded and were due to the mris on (B)(6) 2018.. The patient had a refill (B)(6) 2018 that was unremarkable. The next refill date was (B)(6) 2018 but the pump was empty; on (B)(6) 2018 the managing hcp saw the patient and checked the pump reservoir and the expected residual volume was 10.5 ml while the actual residual volume was 0 ml. The patient denied any heating of the pump and there were no programming errors. The hcp refilled the pump with 20 ml pfns (preservative free normal saline) without difficulty and aspirated approximately 22 ml of fluid from the pump. The plans were to refill with pfns and bring the patient back early "in 30 days" for a volume check. The patient was on oral medication at the time of this report. Possible overinfusion, possible partial pocket fill on (B)(6) 2018 and possible patient access of the reservoir contents were discussed. This was considered a sudden change in therapy/symptoms. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. It was unknown whether surgical intervention occurred or was planned/scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient's weight at the time of the event was unknown. The cause of the empty reservoir/volume discrepancy was not determined. The motor stall recovery was within minutes/hours. When the rep saw the patient, he was not having any withdrawal symptoms; they were resolved. He was on supplemental medication and was discussing with the physician a plan of getting off the medication. No further complications were reported.